Manufacturer narrative:
Emdr section h6, codes b15, b01, c19, d14, d15, d12, and d1002 updated to reflect results of investigation/evaluation. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. <product evaluation summary> the gore® excluder® aaa endoprostheses system was implanted to treat an abdominal aortic aneurysm rupture on (B)(6) 2025. The following information regarding this event was provided to w. L. Gore & associates: on (B)(6) 2025, a patient underwent emergent endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. After the treatment the patient returned to a room, however blood pressure could not be maintained, and performing computed tomography etc., the patient went into a state of shock. An open surgery was performed. All stent grafts were removed and graft replacement was completed. The patient tolerated the procedure. The physician stated that a computed tomography and the removed device showed a pinhole near the bifurcation of the ipsilateral leg. The specimens were returned to w. L. Gore & associates for investigation. Submitted unfixed were five (5) gore® excluder® aaa endoprostheses devices; one trunk-ipsilateral leg endoprosthesis (trunk), and four contralateral leg endoprostheses (cl-1 ¿ cl-4), divided between two specimens. Specimen 1 consisted of the trunk and two contralateral leg devices (cl-1 & cl-2) deployed within and extending from the ipsilateral leg of the trunk; specimen 2 consisted of two contralateral leg devices (one deployed within the other; cl-3 & cl-4). Product numbers were not provided for the cl devices and were determined from device measurements post-digest. The luminal and abluminal surfaces of the devices were generally devoid of tissue except scattered plaques of friable red/brown material (consistent with clotted blood). The lumens of all devices were widely patent. Multiple holes were identified in the contralateral leg of the trunk, adjacent to a stent row, consistent with surgical instruments likely during the explant procedure. A small area of densified film was identified in the ipsilateral leg of the trunk adjacent to a stent row near the bifurcation histopathological examination was not performed, as the devices were not properly fixed prior to arrival at w. L. Gore & associates. Specimens were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all specimens were examined for material disruptions with the aid of a stereomicroscope. Eleven (11) holes were identified in the contralateral leg of the trunk, consistent with surgical instruments likely during the explant procedure. No other holes or film disruptions were observed. No hole was identified in the ipsilateral leg though a small area of densified film was identified in the same location reported by the physician. <imaging evaluation summary> the imaging evaluation performed by a clinical imaging specialist showed the following: ¿ one time point available for evaluation: post-implantation cta dated (B)(6) 2025. ¿ comparison axial series imaging shows: o there is bright metallic like density at the posterior aneurysm sac on all three series images. (Non-contrast, arterial contrast, and delayed contrast) o since there is no contrast on the non-contrast series imaging, the density does not appear to be contrast. O there does appear to be contrast blushing out from the proximal ipsilateral leg which is highly suggestive of a type iii endoleak. The type iii endoleak appears to be located ~41mm ¿ 44mm distal to the proximal circumferential device in the ipsilateral limb on the lateral side. This limb crosses over the contralateral leg, extending into the lci, and extends into the rci. O the contrast pooling in the sac is increased in size on the ¿delayed contrast¿ image series set in the middle. This finding is suggestive of a type ii endoleak. However, with available imaging cannot confirm the communication of another vessel and the sac. O there appears to be possible thrombus in the contralateral leg. O the possible thrombus appears to be in both device legs more distally. O the areas with thrombus appear to decrease nearing the distal end of the common iliac arteries. O the device legs remain patent.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, a patient underwent emergent endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. After the treatment the patient returned to a room, however blood pressure could not be maintained, and performing computed tomography etc., the patient went into a state of shock. An open surgery was performed. All stent grafts were removed and graft replacement was completed. The patient tolerated the procedure. The physician stated that a computed tomography and the removed device showed a pinhole near the bifurcation of the ipsilateral leg.